Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial channel on the egm indicated an opposite deflection with every r wave. It was suspected that the right atrial (ra) and right ventricular (rv) leads were rubbing together, resulting in early stages of insulation breach. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that lead was replaced.